Manufacturer narrative:
D9: date returned to mfg; 12/12/2024. One day received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported complaint was confirmed. During functional testing the downstream occlusion test found the downstream occlusion sensor was damaged, the sensor was replaced. Visual inspection performed and found the downstream occlusion seal was degraded; the downstream occlusion seal was replaced. The root cause is the downstream occlusion sensor damaged.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device did not recognize the cassette. There was no patient involvement and no patient harm/adverse event reported.